Event description:
Complainant alleged that during a routine preventative maintenance check, the device had no display on the video screen. The complainant indicated that there was no patient involvement in the reported failure.